Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower readings with the freestyle libre 2 sensor. The customer reported scans of 10.5 - 11 mmol/l for 48 hours, and began to develop symptoms of nausea, lack of appetite, and fever. The customer went to hospital, and it was noted potassium and ketone levels ("> 7.6") were high. The customer was hospitalized and put on IV drip with insulin and glucose, for hydration, and to lower potassium. Comparison of 7 mmol/l and 11 mmol/l scan against 15 mmol/l and 25 mmol/l healthcare meter, from unspecified time, were provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.